Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient experienced one inappropriate shock due to t-wave oversensing. The ICD associated with this system was explanted due to eri on (B)(6) 2019; the date of inappropriate shock delivery was not clarified. The lead remains actively implanted. Should additional information become available, this file will be updated.